Event description:
It was reported that the screw went through the hole of the plate. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The devices that were involved in this event were not returned for inspection and only a new screw and a new plate from the same lots were sent for investigation. Conclusion: the investigation of the screw and the plate from the same lot show full conformity and all dimensions are within specification. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate that the product from the same lot was manufactured to specifications. No product fault could be detected.